Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01097. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and still tried to advance the coil; consequently, the ruby coil unintentionally detached in the patient's ima. The physician thought the lantern was kinked; however, upon removal no kink was observed on the lantern. The majority of the detached ruby coil was left inside the ima; therefore, the physician made multiple attempts to snare the detached ruby coil out; however, the physician was unable to. Therefore, the procedure ended after the physician lost access while trying to advance the snare device and not being able to regain access. The ima seemed patent at the end of the procedure. There was no report of an adverse effect to the patient.